Event description:
The operator was not able to perform rinseback of the patient's blood after a routine hemodialysis treatment, resulting in an estimated blood loss of 190cc. Hb level decreased two days post blood loss (actual levels not provided). The patient was administered 20,000 units of epogen for three consecutive days starting on (B)(6) 2012. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not following instructions as directed in the user's guide for ending treatment and performing rinseback. Facility staff stated there were no concerns with nxstage therapy or device. Nxstage medical considers this report closed. No additional information will be provided.